Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 620rg33 heart ring, implanted (B)(6) 2015. (B)(4).

Event description:
It was reported that after bypass surgery, the patient experienced phrenic nerve and diaphragmatic stimulation due to a left ventricular lead dislodgement. High threshold was also noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.